Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. The following information was requested, but unavailable: was any medical or surgical intervention provided? If yes, please explain.

Event description:
The following was reported: skin reaction - subacute dermatitis with scattered papules all over the body since on (B)(6) 2019 (note prior to procedure). In terms of the procedure: laparoscopic right hemicolectomy on (B)(6) 2020 - functional end-to-end ileo-colic anastomosis using tlc 75 (no tension, good vascularity). 3/0 pds to staple line and trouser suture. Patch tests - confirmed contact allergy to the following: nickel sulphate 2+, palladium chloride 2+ (em and reduced metals battery), goldsodiumthiosulfate 1+, zinc chloride 1+, titanium oxalate 2+, vanadium chloride 2+ and manganese chloride 1+.

Manufacturer narrative:
(B)(4). Date sent: 03/7/2022 additional information has been received: I have requested information of any other medical intervention however this has not been provided to me.